Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail reusable 365um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured approximately 292 cm from the top of the connector to the tip. No exposed glass tip remained on the device. Examination under magnification confirmed the pattern where the tip should be consistent with a fracture. The remainder of the tip was not returned. Visual examination revealed that light cannot travel well to the fiber face within the sma connector to illuminate it fully, indicating that the fiber was broken within the connector. It was likely that due to the fracture within the connector that the fiber would not fire during a procedure, confirming the complaint. No other issues with the device were noted. The reported event was confirmed. The fiber was analyzed as fractured within the connector, likely as a result of handling damage during setup that manifested during the procedure or during reprocessing. It is likely that this damage within the connector contributed to the reported firing issue. The noted condition of the tip was also likely a result of handling during setup or as the device interacted with the scope or during reprocessing. As the device was analyzed to have been fired 11 times, it is likely that the issues observed during analysis were related to the device reaching the end of its expected life. The conclusion code selected for the complaint is end of life problem identified. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on january 30, 2020 that a lighttrail reusable 365um laser fiber was used in a retrograde intrarenal surgery (rirs) procedure in the right ureter performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl laser console with laser settings of 800 millijoules and 8 hertz. According to the complainant, during the procedure, the laser fiber output was low and was not giving enough laser energy to remove a stone. The procedure was completed with another lighttrail reusable 365um laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector and tip detached.